Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and exp dates are unk. (B)(4). Visual examination of the returned device revealed the device was bent at the heatshrink. The sheath was found to be pushed back for a length of 3 mm. A functional eval found that the basket could be extended and retracted without issue. The basket was found to extend 3.6 cm (1.417 inches), which is within the spec. The working length of the device was found to be 180.8 cm, which is within the mfg spec. The condition of the returned device was not consistent with the complaint incident that the basket would not open. It is most likely that due to the position of the scope, the device coil and connecting wire bound against one another, not allowing the basket to extend properly. Therefore, the most probable cause is operational context. (B)(4).

Event description:
It was initially reported to boston scientific corp on october 5, 2009, that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography procedure (over 60 years). According to the complainant, during the procedure, the basket would not open fully, only partially. The procedure was completed with a different device (MFR unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed as a reportable event based on the investigation results; sheath push back.